Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 9 days post operative a laparoscopic mesh repair ventral hernia with tacking double crown fixation and excellent mesh placement, patient had failed discharged and was transferred to another hospital to undergo laparoscopy and removal of mesh which had adhered itself and got stuck into the liver to anterior abdominal wall re-laparoscope and cholecystectomy for mesh related gall bladder wall integrity loss and bilary leakage.